Manufacturer narrative:
H3. Device evaluation: customer report of insufficiency was confirmed through observed rolled leaflet from host tissue overgrowth. Report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­6mm on leaflet 2 at the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3 and leaflets 3 and 1 by approximately 3mm at commissure 1 on the outflow aspect. The free margin of leaflet 2 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Mechanical damage was observed on the host tissue overgrowth over leaflet 3 on the outflow aspect and appeared serrated. Wireform was exposed on commissure 1. A suture pledget remained attached to the sewing ring around leaflet 2 on the inflow aspect.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-0014.

Manufacturer narrative:
UDI # (B)(4). Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. In this case, the patient's aortic insufficiency (ai) was initially noted as mild-to-moderate. After mvr, the ai has worsened to moderate-to-severe. The device has not been returned for evaluation. The root cause of this event cannot be conclusively determined; however, patient and/or procedural related factors may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted for approximately one (1) year, was explanted due to moderate-to-severe aortic insufficiency (ai) and perivalvular leak (pvl). Per medical records, this case involves a (B)(6) female with history avr and mv repair. The patient presented with a failed mitral valve repair with severe mitral regurgitation requiring redo mvr. After mvr was performed, the patient's preoperatively noted mild-to-moderate ai had progressed to moderate-to-severe. There was also evidence of pvl. It was decided to replace the bioprosthetic aortic valve with another edwards valve. The new mitral and aortic valves were well seated without any leak. The patient was transferred to the ICU in critical but stable condition. The patient was discharge home on pod #6 in good condition.